Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The peritoneal dialysis (pdrn) reported touch contamination as the suspected cause of the adverse event; however, this cannot be confirmed without the culture results. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation or evidence of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021, the patient was admitted to the hospital. The patient¿s admitting diagnosis was unknown; however, the physician mentioned the patient experiencing drain complications. At some point after being admitted to the hospital, the patient was diagnosed with peritonitis. No hospital records are available with culture results or white blood cell values despite being requested by the pdrn. The patient was discharged on (B)(6) 2021 with intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The patient reported (date unknown) a rash over their body (unspecified location). The patient was seen by a dermatologist the same day and it was discovered the patient was having a rare reaction to the vancomycin. The patient¿s antibiotic was switched to ancef (route, dose, and frequency unknown) which was completed on (B)(6) 2021. The patient will have a repeat culture on (B)(6) 2021. The suspected cause of the peritonitis is touch contamination as reported by the pdrn; however, that is not confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021, the patient was admitted to the hospital. The patient¿s admitting diagnosis was unknown; however, the physician mentioned the patient experiencing drain complications. At some point after being admitted to the hospital, the patient was diagnosed with peritonitis. No hospital records are available with culture results or white blood cell values despite being requested by the pdrn. The patient was discharged on (B)(6) 2021 with intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The patient reported (date unknown) a rash over their body (unspecified location). The patient was seen by a dermatologist the same day and it was discovered the patient was having a rare reaction to the vancomycin. The patient¿s antibiotic was switched to ancef (route, dose, and frequency unknown) which was completed on (B)(6) 2021. The patient will have a repeat culture on (B)(6) 2021. The suspected cause of the peritonitis is touch contamination as reported by the pdrn; however, that is not confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: a2.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021, the patient was admitted to the hospital. The patient¿s admitting diagnosis was unknown; however, the physician mentioned the patient experiencing drain complications. At some point after being admitted to the hospital, the patient was diagnosed with peritonitis. No hospital records are available with culture results or white blood cell values despite being requested by the pdrn. The patient was discharged on (B)(6) 2021 with intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The patient reported (date unknown) a rash over their body (unspecified location). The patient was seen by a dermatologist the same day and it was discovered the patient was having a rare reaction to the vancomycin. The patient¿s antibiotic was switched to ancef (route, dose, and frequency unknown) which was completed on (B)(6) 2021. The patient will have a repeat culture on (B)(6) 2021. The suspected cause of the peritonitis is touch contamination as reported by the pdrn; however, that is not confirmed.